Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had no display. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.